Event description:
Caller reported aviva system blood glucose results of 583 mg/dl and 156 mg/dl within 10 minutes. Successfully self-treated symptoms of hypoglycemia with food. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.